Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve has been placed under evaluation/consideration for a valve-in-valve procedure after an implant duration of 7 years, 7 months due to unknown reason.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and through investigation that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 7 years, 8 months due to unknown reason. The explanted valve was replaced with a 23mm 11500a valve.

Manufacturer narrative:
Updated sections: b2, b5, d4 expiration date, d6b, g3, g6, h4, h6 health effect - impact code, type of investigation, investigation findings, and investigation conclusions. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to the event.

Event description:
It was reported and through investigation that a patient with a 23mm 3300tfx valve, in aortic position, was explanted after an implant duration of 7 years, 8 months due to calcification and stenosis. The explanted valve was replaced with a 23mm 11500a valve. Per pathology report, aortic prosthesis has 3 tan-yellow, partially calcified leaflets, of which one is previously disrupted. Clinical preop diagnosis of aortic valve stenosis.

Manufacturer narrative:
Updated sections: b5, b7, b3, b6, h6 component code, device code(s), and type of investigation.